Event description:
On 05/23/2025, it was reported by an arthrex employee via (B)(4). That an ar-1915ft-2 suture anchor corkscrew ft anchor broke. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was received on 6/4/25 that this was discovered during surgery for ankle instability/ankle fracture dislocation. The kit included a starter needle, and the bone socket was first prepared with it, before inserting the anchor. The bone quality of the patient was not described in the report. There were some "legs" on the anchor inserter that broke off but all fragments were successfully removed.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the tip of an ar-1915ft-2 suture anchor corkscrew ft was damaged and broken. Refer to attachments. The bone quality of the patient was not provided. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces/prying/leveraging the device during use and/or attempting implantation into hard, dense bone. The dfu for this device, dfu-0087-eo revision 4, gives the following warning: 6. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion.